Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to alval and necrotic tissue.. (Left)

Manufacturer narrative:
Updated product number.

Event description:
Allegedly the patient was revised due to alval and necrotic tissue. (Left).